Manufacturer narrative:
Follow-up # 1 ¿ (06/13/2015).the patient¿s meter has been returned on 5/28/2015 and evaluated by lifescan product analysis on 6/1/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the original customer care advocate (cca) documentation. The patient alleged that the meter began reading inaccurately erratic at an unspecified time on (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She reported that as a result of obtaining the alleged erratic results, she administered an increased dose of 3 units of novolog insulin on (B)(6) 2015 at 2:30am. She reported that ¿3 hours¿ after the start of the alleged issue, she developed symptoms of ¿sweating, cold and shaking¿. No other treatment or medical intervention was specified. The patient reported that on (B)(6) 2015 at 2:45pm, she obtained alleged inaccurate results with the subject meter of ¿120, 90 and 84 mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ precision criteria. The patient also alleged that on an unspecified date and time, she obtained a blood glucose result on another meter (onetouch ultramini) of 54 mg/dl. During troubleshooting the cca established that the patient¿s meter was set to the correct unit of measure. The patient¿s results were from the same approved sample site and she had used the correct testing steps. However, the cca also noted that the patient¿s test strips had been opened longer than the discard date, had expired or had been stored incorrectly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately erratic results on the subject meter, administered increased medication based on the results she obtained, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.